Event description:
14mm perforator was being used to make the initial burr hole, when the burr hole was complete and the bone was complete and the bone had been drilled through the perforator automatically stops and locks up to prevent going into dura or brain. This one would not stop or lockup!